Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
(B)(4). Device discarded. It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. It was reported the guide wire was used to place an ICD lead. It should be noted the hi torque guide wire instructions for use states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to place the ICD lead wire the whisper guide wire was positioned in a side branch of the coronary sinus and the lead was advanced over the whisper. The wire was pulled back with no resistance felt, however, the distal end of the wire remained in the small side branch of the coronary sinus. A new unspecified guide wire was advanced into the proper vein for lead placement and the procedure was completed without incident. The distal end of the guide wire was left in the anatomy without any retrieval attempt as the physician felt it posed no risk to the patient. There was no reported adverse patient sequela. No additional information was provided.